Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was stuck and stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. When the customer plugged the pump into a power source and turn on, the pump displayed the reset screen unexpectedly. Cts verified the reset alarm in pump history and educated the customer on the pump reset; customer acknowledged. Customer was able to reload the cartridge and successfully resumed insulin delivery. The customer's blood glucose level was 299 mg/dl and was addressed with manual injections. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.